Manufacturer narrative:
Product was not evaluated. Customer found tubing pinched in tray was cause of drip chamber pulling out of IV bottle.

Event description:
Reporter noted spike came out of IV bottle; eye collapsed. Outcome reported as poor; no intervention reported. Feels placement of IV pole caused tubing to become inadvertently trapped by movable tray joint, disconnecting spike from bottle, when pole raised automatically by depressing foot pedal.